Manufacturer narrative:
Additional information received on 16mar2016 from the initial reporter which includes: the surgeon gave the items to an external laboratory for investigation. This case would have been investigated deeply by an external lab, as per surgeon will.

Manufacturer narrative:
On (B)(6) 2015 it was communicated that no further information is available. We requested again details on (B)(6) 2016 without having back anything up to now.

Event description:
The quadra stem was revised on (B)(6) 2015.